Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. Customer reports that device is very thin and pulls apart easily. Additional information was requested on 11/22/2016 and 11/28/2016 with no response.

Manufacturer narrative:
Submit date: 07/31/2017 because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. A potential root cause identified could be that the operator did not visually inspect properly. A device history record review could not be performed because a lot number was not received with the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. A corrective and preventive action is not deemed necessary at this time. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.